Event description:
It was reported that the pt underwent a posterior lumbar interbody fusion at l4-5. Sometime post-op, the pt underwent revision surgery due to non-union. The rods and screws were removed and the levels were re-instrumented. No additional pt complications were reported.

Manufacturer narrative:
(B)(4): non-union. The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Further details about the devices associated with this event. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.